Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an implantable cardioverter-defibrillator (ICD) implanted prior to lvad (left ventricular assist device) and a history of ventricular tachycardia (vt). The patient had low flow alarms, shortness of breath and chest pain. The patient had vt on route to the hospital and emergency medical services was able to resolve the vt however, the patient then went into cardiac arrest due to pulseless electrical activity arrest and passed away. The device was not confirmed to be the cause of the arrhythmia but could not be ruled out.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The submitted controller event log file captured data from 17oct2022 - 23oct2022. The file captured a sustained low flow hazard alarm that began on (B)(6) 2022 and continued until the driveline was disconnected on (B)(6) 2022 and the controller shutdown. The system appeared to operate as intended at the set speed while the driveline was connected. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.